Manufacturer narrative:
Investigation revealed the following: * there have been no changes in the material formulation. * there have been no changes in th mfg process. * the location of the fracture is at the cuff approximately 5cm from the hub. * the view under a 20x scope revealed no apparent nick or cut to cause the break. However, observation did reveal a small rupture on the web approximately 2mm from the fracture. * point medical corp. Performs a 100% leak test prior to shipping. The lot # for this catheter is unknown which prevents point medical corp from testing on the retainer piece or conducting any further investigation. Results: after examination of the returned device it is clear that adherence to the procedure for extraction as outlined in the directions for use was not followed. After reviewing non-conformance reports co has found no non-conformances relating to this failure. After reviewing the complaint history from 1986 to present, no complaints of the catheter snapping were reported when the proper extraction procedure was followed as indicated in the directions for use. Co has also reveiwed the results of an internal study on the hemo-cath silicone double lumen catheter that was performed. The results show no evidence of cathtere failure when used in accordance with the directions for use. Conclusion: after reviewing all the inspection, testing, and complaint info, it is the conclusion that the failure experienced is due to undue force. Directions for use for catheter removal states, "when removing the catheter, do not use a sharp, jerking motion or undue force; this may tear the catheter." The snapping of the catheter, and the location of the failure, during extraction indicates force above the acceptable parameters set forth for this device. When duplicating conditions leading to the failure of this device, the catheter did not fail until an average of 7.3 lbs., which is more than twice the standard set forth in the iso-10555-1 & 10555-3 for minimum acceptable force. Investigation description: catheter sent back due to snapping distal to the cuff. When the surgeon attempted the removal of the catheter, the catheter snapped just distal to the cuff. When cathetrs from a different lot were used, the catheter snapped above the acceptable parameters established for this device. Examine returned catheters for adverse condition. Review incoming inspection of hemocath catheters for any non-conforming conditions.